Manufacturer narrative:
Product analysis found that the reason for return has not been confirmed, the blade functions normally, although the handpiece sounds a little rough when in use. The device has been successfully tested as per manufacturers specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece blade waves, is not stable. There was no patient impact.